Manufacturer narrative:
Device history record- product a2101 with serial no. (B)(4) review shows no abnormalities related to the reported failure. Mayfield ultra base unit (a2101) was returned for evaluation. The reported complaint was confirmed via inspection of the unit. Unit received with the shock cushion worn from routine use. The 6-inch transitional had worn teeth and need to be replaced. The shock cushion and ¼ inch pin are worn. The adjustment wrench is missing, and the unit is testing low on handle pressure. The unit requires general maintenance, cleaning, and replacement of worn parts. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield ultra base unit (a2101) could not be tightened further and movement was noted when pressure was applied. It is unknown if there was patient involvement; however no patient injury or surgical delay has been reported.